Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the exposure was not possible. Upon functional test fse found collimator were defective. The fse replaced collimator were defective. After replacement of collimator, system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not expose. The device was inside clinical use at the time of the event. No patient harm was reported.